Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) experienced an automatic inflation failure. The device was deactivated, and other devices have been replaced.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) experienced an automatic inflation failure. The device was deactivated, and other devices have been replaced. No casualties were observed.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: b5, h6 (health effect ¿ clinical code, health effect ¿ impact codes) a getinge field service engineer (fse) observed and informed that the device reported automatic inflation failure, the device has expired, the price has been quoted to the customer, the customer refused the quotation, and the customer was told that the faulty device cannot be used in clinical practice.